Event description:
During a post operational follow-up for an unrelated procedure, loss of capture (loc) was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and dislodgement was confirmed. The alleged cause was the patient's tissue condition lacked firmness to anchor sutures. The lv lead was explanted and replaced to resolve event. The patient was stable with no consequences.